Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the cables to the cine drive the gpos and the power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would freeze up during a procedure. No pt injury was reported.